Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: sedr01, ipg; implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the patients right atrial (ra) and right ventricular (rv) leads exhibited low pacing impedance. Both leads have been capped and replaced. No patient complications have been reported as a result of this event.